Event description:
It was reported that the patient's right ventricular lead exhibited low impedance. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: updated fields b1, b2, h1 and h6.

Event description:
New information notes that the low defibrillation impedance was first discovered in the emergency room when the patient presented with pain and shortness of breath. There was no intervention performed.